Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited high thresholds, no capture, undersensing and small r-waves. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.